Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. Engineering investigated the issue and found that there was no visible damage at articulation sleeve area. The system error 40 was reproduced during system test. The inter-connectivity and factory leakage test passed at full level. When the spc board from the defective was swapped to a new board, the system error 40 was reproduced. Finally, when the mpm board was swapped, no system error or image quality issue was reproduced. Mpm board inspection found small metal burrs, which could cause electrical short with ground and lead to system error message or image problem. Thus, the root cause was determined to be machining/electroplating debris from the pcb manufacturing process. Mpm board design change has been released in jun. 2017 via eco#651198. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient was already sedated and on the table undergoing a double heart valve repair surgery. In the middle of the procedure while the doctor was controlling the angle of the transducer, the transducer displayed a us_acquisition_hw_40 error message. The doctor rebooted the system but the same error message popped up. The doctor waited another 10 seconds and then rebooted the system again but the same error occurred. A new transducer and another system were used to continue and complete the procedure. There was a 30-minute delay while the replacement equipment were obtained. It was also reported that this type of procedure should not be interrupted to replace the devices being used. There was no loss of data and there was no patient adverse event reported. No additional information was provided.